Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain." This report is number 4 of 4 MDR's filed for the same patient (reference 1825034-2017-00331 & 00338, 3002806535-2017-00050 / 00051).

Event description:
Patient underwent a right hip revision procedure approximately one year post-implantation due to pain. During the procedure, the acetabular liner, femoral head and stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 650-1057 cer bioloxd option hd 36mm 999290, 010000859 g7 neutral e1 liner 36mm g lot 3581165, 010000666 g7 pps ltd acetabular shl 58g lot 3590461, 51-107170 tprlc 133 mp type1 pps ho 17.0 lot 3669950, 010000999 g7 screw 6.5mm x 30mm lot 3645136. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.